Event description:
The account alleges that the pt position mode function alarm is not sounding loud enough. It is not connected to a central nurse call system, so the local alarm must be loud enough for the staff to hear.

Manufacturer narrative:
The tech replaced the scale pt position mode board, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.